Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer reported an unspecified high sensor reading on the adc device compared with an unspecified reading from another adc device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced unspecified hypoglycemia symptoms and self-treated with dextrose and cola. There was no report of death or permanent impairment associated with this event.